Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced discomfort, soreness, and a pinching sensation at the implantable pulse generator (ipg) implant site due to the device sitting in an oblique position for approximately six months. The patient denied any significant weight loss, fall, or other factors that may have contributed to increased mobility of the battery. The physician performed a device revision by revising the battery pocket to implant the ipg deeper within the tissue and anchored the device with a non-absorbable suture. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Additional information was received from the patient (pt) stating they had a procedure a week ago to do some readjustment to the stimulator and had an office visit yesterday with a manufacturer representative (rep). Pt said that today they have noticed that "I have a little numbness in my feet and I don't know if its because she changed from group c to b". Pt says they didn't notice numbness yesterday but did today. Pt says healthcare provider (hcp) told pt to call manufacturer to reach their rep. Emailed local reps asking them to call the patient back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.